Event description:
It was reported that the needle pierced through the unspecified bd¿ IV catheter while introducing it into the patient. The following information was provided by the initial reporter: "the interesting part of this is it looks similar to the IV catheter reported previously, where the needle came out the side of the catheter. At that time, the nurse stated she didn¿t pull back on the needle and try to reinsert it that would cause it to come out the side. The nurse said it happened in the vessel. My question at the time was is it possible for the catheter to split during insertion. That is what it appears to have happened here. No patient harm on this incidence."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-mar-2023. H6: investigation summary: our quality engineer inspected the 1 used sample submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the sample. Analysis of the sample showed that the needle was through the catheter. Bd cannot confirm that the cause of the defect is related to the manufacturing process since the sample was returned used. There is a possibility that the defect occurred during the application of the deice, but this cannot be confirmed. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle pierced through the unspecified bd¿ IV catheter while introducing it into the patient. The following information was provided by the initial reporter: "the interesting part of this is it looks similar to the IV catheter reported previously, where the needle came out the side of the catheter. At that time, the nurse stated she didn¿t pull back on the needle and try to reinsert it that would cause it to come out the side. The nurse said it happened in the vessel. My question at the time was is it possible for the catheter to split during insertion. That is what it appears to have happened here. No patient harm on this incidence."